Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a blue screen with a cfn admin login and appeared offline in rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was blue screen with cfn admin login. The field service engineer (fse) remoted into the station and found it at the cfn admin login screen. Network settings were corrected, bluetooth was disabled, and the station configuration was updated with automatic reboot applied to both locations. The station was rebooted, and its operational status was successfully verified. The system functioned as intended after the field service engineer (fse) resolved the issue.